Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (14 count) the needle could not be tightened to the injection pen. The following information was provided by the initial reporter, translated from chinese to english: on june 15, when I needed to use the needle for the disposable injection pen due to my illness, I found that the needle could not be tightened to the injection pen. Therefore, a new needle for the injection pen was replaced in time and no adverse effects were caused.